Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit can not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code-(B)(6). The getinge field service engineer (fse) that encountered the reported issue during the routine check-up replaced the power supply charger and solenoid driver to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.